Event description:
It was reported that during initial implant procedure, patient's implantable cardioverter defibrillator (ICD) exhibited high, out of range pacing impedance. The device was not installed and the procedure was completed using an alternate device on (B)(6) 2023. There were no patient consequences.

Manufacturer narrative:
The reported event of high impedance measurement was not confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. No anomalies were found.